Manufacturer narrative:
No device, no medical records, or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during use in the left superficial femoral and popliteal arteries, the tip of the support catheter allegedly broke, detached, and remained in the vessel. It was further reported that the health care provider retrieved the tip with aspiration as the support catheter was being removed. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the subassemblies, material review reports, raw material testing, manufacturing process, and quality control inspection. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint that has been reported for this corporate lot number to date. Visual inspection: the sample was not returned; therefore, visual inspection could not be performed. Functional/performance evaluation: the sample was not returned; therefore, functional/performance evaluation could not be performed. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: : images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation is inconclusive, as the sample was not returned for evaluation. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Labeling review: the current IFU (instructions for use) states: warnings: manipulating or torquing a product against resistance may cause damage to the product or vasculature or cause vessel perforation. Never advance, withdraw or torque a catheter which meets resistance. Adverse effects: use of the usher catheter may give rise to the following complications: hemorrhage, hematoma, ischemia, vessel perforation/dissection, allergic reaction to contrast medium, vascular occlusion, thrombosis, infection, vessel erosion, spasms, embolism, puncture site hematoma, pain and tenderness. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during use in the left superficial femoral and popliteal arteries, the tip of the support catheter allegedly broke, detached, and remained in the vessel. It was further reported that the health care provider retrieved the tip with aspiration as the support catheter was being removed. There was no reported patient injury.